Event description:
It was reported that, after a s&n legion revision system had been implanted in a revision surgery, the patient experienced instability. It is unknown if the previous revision surgery was for a s&n system. A revision surgery was performed to address the adverse event: an exchange from a 15mm ps to 18mm constrained insert was done. The patient outcome is unknown.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a constrained insert revision/upsize (15mm to 18mm) was performed due to instability. Responses to medical documentation/information requests have not been received as of the date of this assessment. Without supporting clinical/medical documentation, the root cause could not be definitively confirmed, although reportedly it was due to instability. The patient impact beyond the reported instability and subsequent revision could not be determined; however, no patient injury or surgical delay was reported. Should relevant clinical documentation become available, this complaint may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.